Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and in the archive data review. The root cause for ua 7 was due to a defective load cell module 2. The cracked front enclosure and defective load cell were likely attributed to mishandling such as a drop. Upon visual inspection, unrelated to the reported complaint, cracked front enclosure and bent battery lock were observed likely due to user mishandling such as a drop. The damage front enclosure and battery lock needs to be replaced to address this issue. In addition, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate needs to be deburred to address the issue. The cause for the sticky clutch could be due to frequent use of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. The autopulse platform failed initial functional testing due to ua 7 error message displayed upon powering on. Load cell characterization test revealed that the load cell module 2 was defective. The load cell module 2 needs to be replaced to address the reported complaint. The archive data review showed occurrence of multiple ua 7 error message on the reported event date, thus confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. The user was unable to clear the ua 7 error message. No patient involvement.